Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. Intermittent low impedance values noted in the rv lead trend starting around (B)(4) 2013.

Event description:
It was reported that the right ventricular (rv) lead had high threshold and low impedance and that insulation damage was seen on fluoroscopy. Oversensing with noise was seen with interrogation. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.